Event description:
Summary of investigation results received from baxter (B)(4): through microscopic examination, the particle was identified as hair. According to the (B)(6) facility, the root cause for the presence of the hair could not be determined as the luer had been removed from the syringe. Therefore, no corrective actions were necessary. Based on the investigative evidence and review of batch records, baxter (B)(4) concluded that the product lot was released without any issues during production that could lead to the reported complaint. No evidence of hair in syringes packaged in the product kits was found during the investigation. Twelve retention samples were visually inspected for defects; all twelve samples were found to be intact and free from hair or other visible defects.

Manufacturer narrative:
Per email received from sales rep and customer service agent, it was learned that the hospital does not seem to know what happened to this device. It is currently not available for return to edwards lifesciences. We will continue to pursue return of the device for evaluation; however, this file will be closed. In the event, the device is located and returned for evaluation, all relevant tasks will be reopened and handled accordingly.

Event description:
¿The central extension to the holder could not be removed. The retraction of one stent part failed.¿ reportedly, the device was explanted at implant due to difficulty with the holder. Per the clinician, the central extension to the holder could not be removed. The surgeon implanted the valve and when they went to release it the 'plastic bit in the middle' came off separately when it shouldn¿t have.

Manufacturer narrative:
Evaluation summary: not able to evaluate, since the holder was not returned. The valve was returned, sutures are evident in the sewing ring. All components not returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
In followup, the surgeon stated that the patient was not affected as they used another device and has requested no letter be sent. The surgeon has also stated that ¿in 23 years of using the valve, this is the first and only problem I have ever experienced.¿ the device will be returned. The device history record (DHR) review has been started. No additional information is available. This was determined to be reportable per edwards lifesciences procedure. X-ray.